Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: arterial line disconnected from the dialyzer connector. Nurse noticed some blood dripping at arterial connection to dialyzer and attempted to tighten the connection. Line separated from the connector. The machine was stopped. Treatment was discontinued. No medical intervention required for the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two samples were returned from the facility for evaluation. Both samples were decontaminated and visually evaluated. Based on the evaluation results the reported defect was confirmed. It was noted on one of two samples the arterial line connector was detached with no signs of solvent on the tubing. All information associated with this event was submitted to the bloodline manufacturer. According to the manufacture's response the root cause was due to an error during the solvent application. A quality alert was created to notify and train all personnel involved with the product. Additionally, a review of manufacturing records for sl-2000m2095 lot a2200116 was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.